Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 using coolfit applicator to one on each thigh, to the flanks using coolcurve applicator and to the upper and lower abdomen using coolmax and, on (B)(6) 2017 using cooladvantage to the upper and lower abdomen, flanks, and inner thighs and using cooladvantage petite to the inner thighs who developed paradoxical hyperplasia (pah/ph) on an unknown date after treatment. On (B)(6) 2017 the patient was assessed by a physician who diagnosed the right inner thigh with paradoxical adipose hyperplasia and on (B)(6) 2018 the patient was assessed by a physician who diagnosed entire abdomen and left inner thigh with paradoxical adipose hyperplasia.

Manufacturer narrative:
Corrected data d1 - brand name

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 using coolfit applicator to one on each thigh, to the flanks using coolcurve applicator and to the upper and lower abdomen using coolmax and, on (B)(6) 2017 using cooladvantage to the upper and lower abdomen, flanks, and inner thighs and using cooladvantage petite to the inner thighs who developed paradoxical hyperplasia (pah/ph) on an unknown date after treatment. On (B)(6) 2017 the patient was assessed by a physician who diagnosed the right inner thigh with paradoxical adipose hyperplasia and on (B)(6) 2018 the patient was assessed by a physician who diagnosed entire abdomen and left inner thigh with paradoxical adipose hyperplasia.